Event description:
It was reported by the pt's mother, that an angio-seal was deployed post CT angiogram. The angiogram was performed to eval possible thoracic outlet syndrome. Five days later, it was noticed that there were a few blisters at the skin site. The pt experienced pain when sitting or walking. The pt went to the emergency dept at the hosp and the puncture site was checked. The puncture site was reported as being okay and tylenol was suggested for pain relief. The pain continued and the pt went to the emergency dept again. A CT scan revealed normal findings. The pt was prescribed vicadin, dose unk. The pt was instructed to f/u with the physician. Attempts to gain add'l info were unsuccessful.

Manufacturer narrative:
No prod was returned. Review of the device history record was not possible, since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days state: some bruising or discomfort is common during to healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately, at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e, collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.